Manufacturer narrative:
Continuation of d10: product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: neu_unknown_cath, product type: catheter, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump, product ID: 8637, product type: pump. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8637, product ID: 8637. Please note clinical study not published at the time of this report. Date study concluded has been used as the event date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Russo, m. A prospective, multicentre study of low dose targeted drug delivery (tdd) for chronic back pain patients who have failed spinal cord stimulation. Genesis research services. Reported events: 1 patient experienced an infection post implant resulting in a system explant with an unknown resolution. 1 patients experienced urinary retention with unknown resolution. 1 patient experienced urinary retention that resolved 1 patient experienced a post-dural puncture headache that resolved. 1 patients experienced diarrhea / constipation with unknown resolution 1 patients experienced diarrhea / constipation that resolved. 1 patient experienced post-procedural pain that resolved. 1 patient experienced implant pocket discomfort with unknown resolution. 1 patient experienced itching that resolved. 2 patients experienced diaphoresis with unknown resolution. 1 patient experienced impotence with unknown resolution. 1 patient had increased ear wax with unknown resolution. 1 patient experienced an irritable mood. 1 patient experienced a protruding stich that resolved.